Event description:
According to the reporter, pre-operatively, the handle failed to charge. Another handle was used to resolve the issue. Other handle charged/ worked fine when using the 4-bay charger. There was no patient involved. Medtronic's initial evaluation of the incident device found both battery cells were vented.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. It was reported that the power pack was not adequately charged. The reported issue was confirmed. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.